Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was difficulty encountered with the delivery catheters while operating the lead. Additional information has been requested but is unavailable at this time. The catheters were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the difficulty encountered was that the head of the lead was difficult to come out from sheath and it was difficult to screw the lead. It was noted this may have been due to patient anatomy. The lead was implanted and remains in use.